Event description:
It was reported that it was an iliac particularization procedure to treat a lesion in the iliac artery with 90% stenosis, moderate calcification and heavy tortuosity. Pre-dilatation was performed. The 8.0x39mm omnilink elite stent delivery system (sds) was prepared per instructions for use (IFU) and was implanted. A distal edge dissection was observed post deployment. Another 8.0x59mm omnilink elite stent was used to treat the dissection. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the omnilink elite instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.